Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that the customer's battery cap connection was damaged, and there was a loose metal contact on the cap. The metal contact on the battery cover was missing, or there were fewer than three raised dots visible. The product involved was unk_ngp in the event. Troubleshooting was performed. No harm requiring medical intervention was reported. It was unsure whether the unk_ngp was continued or not, and it was unsure whether it would be returned for analysis.